Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high rate non-sustained episodes were observed due to the implantable cardioverter defibrillator (ICD) being exposed to electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.